Event description:
It was reported that the insulin pump alarms no delivery during the bolus. Customer programmed 9.4 units and the insulin pump delivered 2 units, then alarmed no delivery. The nurse assisted the customer with a manual injection. The blood glucose reading was 120 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.